Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number : (B)(4), batch/lot number: 5022901, model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the leads were adjusted to different position. The patient was doing well postoperatively.